Event description:
Customer reportedly received results of 258 mg/dl on the meter and 111 mg/dl on a lab draw within 10 minutes. No treatment given based on meter reading. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.